Manufacturer narrative:
(B)(6). Device is a combination product. A 3.50 x 28mm promus element stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage. The stent struts on the distal end and a stent strut on the proximal end was lifted and pulled in a distal direction. The undamaged crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple kinks. A visual and tactile examination of the shaft polymer extrusion identified no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a not severely tortuous and mildly calcified left circumflex coronary artery. The physician engaged the ebu 3 and crossed with the run through ptca guidewire and pre-dilated with a tazuna 2 x 10. A 3.50x28mm promus element drug eluting stent was advanced for treatment; however, difficulty crossing was encountered and the stent did not track the bend. The physician maneuvered the stent during which the hypotube kinked and then it could not be advanced. The stent was removed and the procedure was completed with another of the same device. There were no patient complications reported.